Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3487a-33, lot# j0437458v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient, who was a healthcare provider (hcp) that worked near MRI equipment, was told by the manufacturer's representative (rep) that the MRI equipment may have interfered with their device. She would feel surges and then nothing and the device had to be reprogrammed. The patient worked on the other side of the building of the MRI equipment. The patient had a new job across the hall from MRI equipment and was wondering if the device would be affected. Relevant medical history includes multiple back operations.